Event description:
The hospital reported that during multiple endoscopic vein harvesting procedures (exact number is unknown), there have been issues with the trigger "sticking" in the on position and several issues with branches not sealing and requiring additional drains. It is unknown how the procedures were completed. The hospital did not report and patient effects. The products will reportedly not be returned to maquet cardiovascular as they were discarded. Refer to medwatch # 2242352-2011-01725.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be performed as the product lot number is unknown. (B)(4).